Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 100 mg/dl, and the meter bg reading was 49 mg/dl. The customer reported a low bg value of 49 mg/dl. Customer reported being shaky and requiring assistance to both get up from the floor and consume carbohydrates to address the low. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information regarding the issue was provided.